Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after several clip placements, surgeons encountered the below: 1) no further clip placement possible. The handle could not be squeezed anymore even there are clips inside. 2) after proper placement of clip the next clip was not loaded in appropriate position resulting in vessel transection. 3) the clips are coming down two by two.